Event description:
When using interplant to plan a prostate brachytherapy radiation treatment, if the user selects "adjust needle trajectory" for a retracted needle, after saving, closing and then recalling the plan, the needle shown in the planned needle definitions chart within plan view shows the needle with no retraction, while the transverse or 3d planning views still correctly show the retraction. The dose volume histograms shown in the plan view are correct for the retracted needle. If the user positions the needle using the incorrect planned needle definitions, seeds will be misplaced by the amount of the original needle retraction, resulting in the dose to the tumor not being that shown in the dvh's. There were no pts mistreated as a result of this issue.

Manufacturer narrative:
Cms is issuing a customer advisory (B) (4) for all customers to advise them of this situation. There is no date at present for when a software resolution to the problem will be available.